Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Result: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported the (bd vacutainer® sst¿ blood collection tubes were having erroneous result and poor separation barrier, no report of medical interventions or serious injury.